Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an angiogram, the tip of the catheter separated while inside the patient. A sheath exchange was performed and the tip removed with a snare. No patient harm.

Manufacturer narrative:
The suspect device has been returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.